Event description:
Context: during a recent FDA inspection which concluded on november 19, 2015, the FDA investigator cited an observation in the form 483 provided to the company at the end of the inspection: "a correction or removal, conducted to reduce a risk to health posed by a device, was not reported in writing to FDA. Specifically, a correction and removal conducted in 2013-2014 as a result of complaints involving moves system battery malfunction was not reported to FDA. "Moves" is an emergency ventilator with suction, oxygen concentrator and multi-parameter patient monitoring capabilities." The FDA investigator disagreed with tri's conclusion that the battery malfunction did not present a potential harm to patients. Thus, the company is now reporting the nonconformities through emdr and the field corrective to the agency as a voluntary recall. Additionally, a corrective action (car-(B)(4)) was included in the form 483 response to the FDA responding to the inspection observation. Complaint description: during training at (B)(6) tri employees ((B)(4)) found that the (B)(4)- moves units: (B)(4). The units did not reliably recognize batteries. These malfunctions were identified when no patients were connected to the moves. They did not result in any harm to a patient. This was not an adverse event, nor were there any adverse events related to this product problem. However, tri acknowledges that under certain circumstances, recurrence of these malfunctions could result in patient injury due to the possibility of delayed treatment. The units were returned on (B)(4) for investigation. Car-(B)(4) was initiated. Root cause analysis: glue film was observed on battery rack connectors. This film may impair battery connection. Tolerances in battery racks and batteries and the location of glue on the connector are believed to be the reason why some batteries connect with main devices and some do not. (Note: moves batteries are operator-removable and hot-swappable. The batteries are easily interchangeable and replaceable. The moves is powered by one battery at a time; though two batteries should be installed in the moves at all times unless switching a battery.) This is a failure in production. This nonconformity occurs when excess glue is used to secure the connector. The masking fixture ((B)(4)) pushes the excess glue into the connectors when applied. Immediate correction for (B)(4) moves units: the battery connectors on all systems were cleaned using a flat blade and compressed air was used to remove any remaining debris. Corrective actions: for products in distribution: tri checked the functionality of the moves by performing a test protocol. For those products that tri did not check the functionality of, a user advisory was issued with instructions to perform the test and test results were provided to tri by the customer. A total of qty ((B)(4)) units were in distribution at the time of this corrective action. Product identified as nonconforming as a result of this test was correct by tri. Connectors were cleaned of glue using a flat blade. Remaining debris was removed using compressed air. For new product builds: internal work instructions were revised to remove the opportunity for glue to get on battery rack connectors during assembly. Additionally the part inspection instruction was revised to include steps for inspecting connectors for glue.